Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip detaching from one leaflet, worsening mitral regurgitation and tissue damage requiring intervention. It was reported that a mitraclip procedure was performed on (B)(6) 2022 to a patient presenting mixed mitral regurgitation (mr) grade 3. A mitraclip (cds0702-ntw 11221r172) was successfully implanted reducing the mr to a grade of 1. Two days after the procedure, the clip had a single leaflet device attachment (slda). The clip was detached from the anterior leaflet. Tissue damage to the leaflet was suspected, and the mr worsened to grade 4. On (B)(6) 2022 a second mitraclip was implanted to stabilize the slda clip and also reduced the mr to grade 2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. The tissue injury and worsening mitral regurgitation (mr) appear to be related to the slda. Tissue injury and mr are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.